Event description:
It was reported that during use with a prismaflex m150 set, an external fluid leak was observed. It was further reported a damaged access luer connector was found. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; however, photographs and a video of the sample were provided for evaluation. Visual inspection observed that the cone of the access male luer lock (mll) is broken. The observed leak is likely due to the broken mll cone. The reported condition was verified. A potential cause of the condition could have been overtightening of the luer connection which can lead to blocked connection and/or cracks. A nonconformance has been established to further investigate the connection components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.